Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: j med case rep. 2025 nov 10;19(1):577. Https://doi.org/10.1186/s13256-025-05653-w. Pmid: 41214820; pmcid: pmc12604330.

Event description:
Title: esophageal obstruction by mediastinal seroma after laparoscopic repair of a giant hiatal hernia: a case report. The aim of this study is to present a case of a 64-year-old caucasian female patient with acute symptoms of a giant paraesophageal hernia containing the entire stomach, the proximal duodenum with d2 compression, and the pancreatic head. Ethibond 2-0 (eth) was used for a laparoscopic reduction of the hernia contents with harmonic scalpel (ees), followed by nissen¿rossetti fundoplication. Reported complications: ethibond 2-0 (eth). Esophageal obsturction. Treatment: administration of glucagon and conservative approach using a strict soft diet, analgesics, and 100 mg of hydrocortisone daily was initiated. Odynophagia + upper abdominal pain. Treatment: administration of glucagon and conservative approach using a strict soft diet, analgesics, and 100 mg of hydrocortisone daily was initiated. Food impaction in the distal esophagus. Treatment: gastroscopic clearance of the impacted food. Seroma. Treatment: CT guided percutaneous drainage and conservative approach using a strict soft diet, analgesics, and 100 mg of hydrocortisone daily was initiated. In conclusion, giant hh are complex to manage, with high risks of com plications. While robotic-assisted repair offers potential benefits, further research is necessary to establish effective guidelines. Individualized treatment remains essential.